Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and mesh was implanted. The patient reported experiencing unspecified strip break on an unknown date following a problem of stress urinary incontinence. The patient further reported that 2 months following the procedure, they went to the urologist to report the urinary urgency problem, which they did not have before the operation. The patient continues to experience urinary urgency problem and a later onset of left knee pain, lower back pain and groin pain. No further information is available.